Event description:
The customer stated that they are having trouble with the batteries. The new batteries are charged and put in the defibrillators, then the unit says low battery and shuts down.

Manufacturer narrative:
H.3 & h.6: the factory has not yet rec'd the devi ce for eval and thi socmplaint is still under investigation.